Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to complete the load process. Reportedly, when tandem technical support attempted to begin troubleshooting, the customer disconnected the call. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided. There was no information provided regarding the customer's blood glucose level.